Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the rigid tube was dented, the light guide bundle was chipped, component failure of the rigid tube and component failure of the light guide bundle a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the rigid tube was dented caused by a component failure of the rigid tube and the light guide bundle was chipped caused by a component failure of the light guide bundle. The most probable cause of the complaint is no problem detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video scope had blackout (poor image quality). The issue occurred during inspection for use. There were no reports of patient harm.